Manufacturer narrative:
Initial reporter phone#: (B)(6). Initial reporter other occupation: correspondant de materiovigilance. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that bd insyte¿ autoguard¿ shielded IV catheter had the "needle retracting slowly or not at all". No serious injury or medical intervention reported.

Event description:
It was reported that bd insyte¿ autoguard¿ shielded IV catheter had the "needle retracting slowly or not at all". No serious injury or medical intervention reported.

Manufacturer narrative:
Correction: due to an it issue beginning on 7/3/2018, previously filed emdrs did not contain required fields. This supplemental emdr is filed to provide the following omitted fields: event attributed to: other. Device single use?: no. Device returned to manufacture: yes. Investigation summary: received a total of 11 unused iag 20ga units within sealed packages from lot number 7342851. DHR: the lot number was built on afa line 11 from 23dec17 through 5jan2018 for the quantity of (B)(4). All required challenges, set up and in process inspections were performed according to the quality control plan and all passed per specifications. Visual/microscopic evaluation: no physical-mechanical damage was observed on any of the components of the units received. Functional test (needle retraction): the needle covers were removed, manually rotated the catheter tips 360 degrees, the catheter tubing did not ¿candy canned¿. The white buttons were depressed and the needles retracted meeting no resistance. Retraction was successful. Conclusion(s): the returned representative units did not display any adverse characteristics that would contribute to the defect the customer experienced. The defect described in the event description could not be confirmed or replicated with the returned representative units. The actual unit described in the incident report was not returned for evaluation.